Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to exchange the abutment. Additional information has been requested but has not been made available as of the date of this report, (B)(4).

Manufacturer narrative:
The device is not available for analysis.this report is filed november 28, 2013.